Manufacturer narrative:
(B)(4).

Event description:
The pt's device was repositioned about 6 months. Now the pt experienced coupling/communication issues. It looked like the ins has moved. It has been over a month since she last recharged and last felt simulation 1.5 weeks ago. Using the antenna locate feature resulted in a power on reset (por) which then led to the normal recharging screen. Whenever she turned the dial to get a better connection a por occurred but when she pressed audio the regular recharge screen displayed and 4 bars were shaded. Add'l info has been requested.